Event description:
The customer reported that the hhex produced an error code of l3-011. The unit has been sent for repair and the doctor has requested to have both hhex and the scm12 evaluated for black cable connection. The unit is not recognizing holster. The patient was re-scheduled.

Manufacturer narrative:
H.3.: evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Results: interface board and black cable replaced.